Event description:
It was reported that the patient had pain at the site of the implantable pulse generator (ipg) device and it was later noted that they had a potential allergic reaction to their device. The device was explanted and replaced with a custom parylene coated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.